Manufacturer narrative:
(B)(4). Batch # r93m9z. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed. Then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the y-link was cracked. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device did not pass a pre-run test at first. When the device was removed and inserted several times from the generator, it passed a pre-run test. However, ¿remove instrument from patient¿ was displayed soon after the device started being used. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.